Manufacturer narrative:
Follow-up 06/15/2016: customer reported that their bg levels have come down. The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 600 (mg/dl) for a few days. Customer administered insulin shots to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Cartridge uses humalog insulin and was reportedly in use for 1 week. Review of the pump data by tandem technical support showed that the last supply load was 3 days earlier; however, the customer still believed that the cartridge was in use for 1 week. Customer was reminded that humalog is indicated for use up to 48 hours.